Event description:
Healthcare professional reported via nbir "capsular contracture baker grade iii, device migration/implant malposition". This record is for the right side. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: capsular contracture baker grade iii, device migration/implant malposition.